Event description:
Per the clinic, the patient experienced a recent ((B)(6) 2012) performance decrement . Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery. The patient was released from the hospital on (B)(6) 2012, and it is reported by the spouse that he soon suffered a stroke. The patient was readmitted to the hospital and suffered a second stroke. The patient expired on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.